Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 300 mg/dl at the time of incident and the other blood glucose level was 468 mg/dl. The customer was assisted with troubleshooting. The customer was treated with correction bolus using insulin pump few minutes ago for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reported that they did not alleging insulin pump for under delivering. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.